Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of motor stall was not determined. The hcp released the explanted pump to the patient. Patient's weight at time of event was unknown. It occurred while on vacation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and patient via manufacturer representative (rep) regarding a patient who was receiving morphine, 20 mg/ml concentration at 0.12 (minute rate) mg/day dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that when patient returned for refill, his pump was noticed to be in motor stall. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Interrogation of pump was done by managing office. Patient was scheduled for replacement on (B)(6) 2018. At the time of this report, the issue was not resolved and patient status was alive-no injury. On 2018-02-08, a different rep reported that the motor stall occurred in (B)(6) 2017 but stated the patient was in a different location and could not get the pump replaced until today. The rep stated the patient currently had a lawsuit against the manufacturer and the patient was going to take pump, it would not be released to manufacturer. The rep stated pathology currently had the pump and they would release it to the patient. No symptoms were reported. Rep stated the patient thought his dose was at 11 mg/day. The pump was currently running at minimum rate. She stated the new pump implanted on this report date was set at 5 mg/day. No further complications were reported.